Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that the patient presented in clinic with shortness of breath, fatigue, and increased abdominal/ankle swelling. The physician believed the right ventricular pacing from the implanted pacer may have caused non-ischemic cardiomyopathy. All pacemaker and lead functions were working normally. The device was upgraded to a bi-ventricular pacemaker successfully. There were no patient consequences.

Event description:
New information revealed that there was no allegation of malfunction against the pacer by the physician.